Event description:
The MFR rep reported the pt complained of increased pain in the legs which was not controlled by increases in medication. An MRI revealed the formation of a granuloma at the tip of the catheter. The pump and the catheter were removed and the pt has recovered. The pt receives a high concentration of dilaudid (50 mg/cc) at a daily dose of 20 mg/day. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR f/u report will be sent to FDA if add'l info is rec'd.